Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and the inner insulation was breached mio. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.